Manufacturer narrative:
The pump was received with missing segments or partial display due to cracked glass. Unable to perform the displacement test due to missing segments or partial display.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the the insulin pump had a blank screen right after the that dropped on the floor. The troubleshooting was performed for damage. Customer stated that the insulin pump rattles when they shake it. Customer stated that there was a reservoir inside the insulin pump. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The insulin pump will be returned for analysis.